Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a successful implantation, but after "some time", skin erosion occurred in the subclavicular area where the neurostimulator was implanted. The physician believed the erosion may have been due to the sharp edges of the neurostimulator. A revision occurred on (B)(6) 2011 to reposition the device. The pt was "better" but the physician was worried skin erosion may reoccur. It was noted that no pt injury occurred. Add'l info has been requested but was not available as of the date of this report.